Event description:
Synthes (B)(4) received voluntary maude event report: (B)(4) from the FDA: reportedly synthes curved spinal rods removed from patient 11 months after implantation. One rod was completely severed. The other was removed prophylactically. Patient developed a massive infection 11 days post-op from the original insertion. This is 3 of 20 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information from received maude report.

Event description:
Patient was implanted on unknown date with matrix system from l4-s1 for posterior lumbar fusion. Patient was returned to or to extend previous fusion to l3-l4 due to degenerative disc disease. During the revision surgery the surgeon discovered the right side rod was broken, and the l5 pedicle was fractured. Surgeon removed two rods, one pedicle screw, and six locking caps. Patient was revised with two longer rods, two new screws, and eight caps. A screw was not replaced in l5 fractured pedicle. This is 3 of 14 reports for this event.